Event description:
It was reported that the patient became severely hypotensive while the second lead was being adjusted during an implant procedure on (B)(6) 2023. The case was abandoned as a result. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005397.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.